Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced different blood glucose level was 360, 50, 90, 361mg/dl. Customer experienced low blood glucose level was 50mg/dl and current blood glucose level was 90mg/dl. Customer had no any symptoms. Customer was low blood glucose level treated with glucose tablets. Troubleshooting was performed for under delivery. The product was not returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.